Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the proximal to distal left anterior descending artery. A 3.00x38mm synergy¿ stent was deployed at 12 atmospheres in the lesion; however, it was suspected that there was a single strut fracture in between mid to distal end of the recently implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.